Event description:
User experiencing intermittent discrepant sodium results. Exact number of patient samples affected was not given. One specific example provided, initial result 134 mmol/l, repeat 134 mmol/l on same analyzer. Repeat on different analyzer was 141 mmol/l initial result was not reported. The technical service representative was unable to determine a root cause, but increased the maintenance intervals for the ises. Performance tests were performed, which were within specification.